Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional testing, including the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and pcba 2. The force sensor was corroded. No damage noted on the motor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 03/09/2023 at 00:10:00.000. Unable to perform the carelink upload due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with cracked case battery tube side. The following were noted during visual inspection: minor scratched display widow, missing display window cover, pillowing keypad overlay, and cracked keypad overlay at the select button. There were no unexpected pump errors/alarms noted 1 week prior to the event date 08-mar-2023 in the pump history file. Unable to perform the functional testing due to critical pump error (open book image) alarm. Unable to confirm alleged high bgs. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the force sensor. During visual inspection, found moisture damage on the pcba 1, pcba 2. No damage noted on the motor. Expose to moisture was confirmed. Cosmetic damage was confirmed at back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The missed information has been provided in section b5 with this report.

Event description:
Missed/corrected description: customer reported that she was working out and was sweating. There was a small crack on the pump from before but she did not report it. The moisture from the sweat got into the pump and that resulted in a critical pump error (open book image) later when she was at a party. She had high blood glucose of 350mg/dl. She was vomiting. She tested positive for ketones. She treated with insulin pump, insulin pen, insulin drip, emergency room service, and was hospitalized. Incident date was mar 8, 2023 per sap for pump. Pump was used at the time of the incident. It was unknown if sensor was used. Pump does not have auto mode feature. Customer was advised to change the insulin, reservoir, and set.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia, insulin drip, insulin pump, visited the emergency room, was hospitalized, and used a manual injection and insulin pen for treatment. The customer's blood glucose level was over 350 mg/dl. The customer had a crack in the pump along with a critical pump error and pump exposed to moisture. Customer used an insulin pump system within 48 hours of the reported event. Troubleshooting was performed for a high blood glucose event, and the customer had not used the minimed 670g, 770g, or 780g system with the auto mode or smartguard feature actively at the time of the high blood glucose event. The customer was advised the insulin, reservoir, and infusion set will be replaced. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.